Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Investigation: initially, the equipment was visually evaluated, having been it was verified that it was in good general condition. Next, the equipment's history was evaluated in front of the date of 07/20/2023, which, according to the initial documents of this complaint technique, would be the date of the occurrence of the problem in question. However, it was verified that the equipment was not in use on the date of 07/20/2023, the last use was on 07/27/2023. For the date of 07/27/2023, we proceeded with the evaluation of the operation log. It was verified that, on this day (07/27/2023) the user carried out programming of a flow rate of 0.5ml/h to infuse a volume of 12ml, during one 24 hour period. The infusion was started at 11 hours, 14 minutes and 45 seconds, having been completed on 07/28/2023 at 11 am 11 minutes and 53 seconds. The total volume infused was 12ml, as per the previously programmed into the equipment. There is no evidence of error equipment operation. Finally, to evaluate the reported complaint, the device was submitted standard flow test, reproducing the flow programmed on the date of 07/27/2023. In this way, a flow rate of 0.5ml/h was programmed, to infusion of a volume of 12ml over a period of 24 hours. The measurement of the entire infusion was carried out using a calibrated graduated cylinder. No deviation in flow rate and infused volume was identified and nor, any alarms were evidenced during the entire period of analyses, with the equipment functioning correctly, according to the expected. All available information has been added to a database global. Due to the data presented above, especially the data referring to the tests carried out and historical record of the equipment, the complaint was classified as "not confirmed".

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "over infusion / operating unit". According to the customer: " customer reported that there was an advance of 10 hours of infusion."